Manufacturer narrative:
Qn#: (B)(4).

Event description:
Nurse placed the catheter and when she pulled the needle out of the back hub the hub didn't seal, and blood came out continuously. The nurse removed that line and reinserted a new one which worked as expected. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one endurance device for evaluation. Visual inspection of the catheter valve revealed a small hole in the white proximal valve. The small hole appeared slightly off-centered. After the catheter failed functional testing the cap was broken open to inspect the valves inside. The hole was observed to be continuous through both the proximal and distal valves with no signs of the slits. The hole appears rough and jagged. The hole in the proximal valve appeared slightly off-centered. The catheter was attached to 5ml lab inventory syringe at the side extension hub and water was flushed through the catheter and out the distal end. Water leaked from the proximal end of the valve. The sample was then clamped at the distal end of the catheter and flushed again with the 5ml syringe. Leaking was again observed out the back of the valve. A device history record review was completed with no relevant findings. The customer complaint of a catheter leak was confirmed through complaint investigation of the returned sample. The returned device was found leaking during functional testing and a hole was observed during visual inspection throughout both internal valves. A device history record review was completed with no relevant findings. Based on the sample received, the root cause of this investigation is deemed manufacturing related. A non-conformance was initiated to further investigate this complaint. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Nurse placed the catheter and when she pulled the needle out of the back hub the hub didn't seal, and blood came out continuously. The nurse removed that line and reinserted a new one which worked as expected. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.